Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain and implant had ruptured" with "other symptoms, breast implant sickness as I has fatigue, dry eyes and many others" which are considered not device related . Patient later reported "ibs issues, dry mouth" with "brain fog and extreme fatigue. Bowel issues and period issues. Hormonal issues" which are considered not device related. Patient later reported concerns about product recall. This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional later reported intact implant and "double bubble" caused by the lowermost position of the breast implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6 the event of "breast pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.